Event description:
It was reported that; it was reported that the patient underwent xlif(l1/2/3) and l4/5tlif(2 oic peeks) for spine deformity. Screws were inserted and temporarily fixed for below t9 hook and t10 segmentally. Then the final tightening was performed for left iliac screw and the blocker could not be fixed in the screw head. Left side rod was removed once, and the blocker was replaced to new one. But, new blocker also could not be tightened properly because the thread of the screw head was damaged. The rod and the screw were removed again and new iliac screw was inserted.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: one xia 3 titanium polyaxial screw tulip was confirmed visually to have thread damage in the tulip. Manufacturing files were reviewed no anomalies were found. The threaded areas of the tulip and blocker exhibited deformed indicating a cross threading event. Conclusion: the probable root cause is cross threading of the blocker during implantation.

Event description:
It was reported that; it was reported that the patient underwent xlif(l1/2/3) and l4/5tlif(2 oic peeks) for spine deformity. Screws were inserted and temporarily fixed for below t9 hook and t10 segmentally. Then the final tightening was performed for left iliac screw and the blocker could not be fixed in the screw head. Left side rod was removed once, and the blocker was replaced to new one. But, new blocker also could not be tightened properly because the thread of the screw head was damaged. The rod and the screw were removed again and new iliac screw was inserted.